Event description:
Following open heart surgery, patient was shocky and on several vasopressors and requiring IV push doses as well. The pump infusing epinephrine had been running for hours without issue. Pump running epinephrine alarmed air in line, though no air could be visualized. The pump was removed from service and another pump was put in place. The patient did not have a change in condition while the new pump was being started to continue the therapy.